Manufacturer narrative:
This follow-up report is being submitted to relay additional information. According to tabers medical dictionary: manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty?: a systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. Review of medical records provided noted that the patient continued to experience scar tissue and range of motion complications immediately after manipulation until the open lysis of adhesions and poly revision due to severe scar tissue occurred. During the surgery, extensive extremely dense scar tissue was encountered and removed. The patient was also noted to have "kinesiophobia" - a fear of moving the joint, as a contributing factor.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial right total knee arthroplasty. Subsequently, the patient underwent a manipulation under anesthesia due to arthrofibrosis 2 months post procedure. The patient was ultimately revised 7 months post procedure due to ongoing pain and difficulties. The articular surface was explanted and exchanged.